Event description:
It was reported that this pacemaker would not interrogate during consult review. It was later determined that the pacemaker had entered safety mode, and interrogation with a programmer revealed the device had recorded code 0xc. It was noted that the patient was not feeling well with vvi pacing, and the patient appeared to be pacer dependent. The next day, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. Additional information received reported that this pacemaker was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker would not interrogate during consult review. It was later determined that the pacemaker had entered safety mode, and interrogation with a programmer revealed the device had recorded code 0xc. It was noted that the patient was not feeling well with vvi pacing, and the patient appeared to be pacer dependent. The next day, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.